Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site turned the bed around 180 degrees so the head was at the feet and there was less metal. There was still metal interference on the patient tracker, but less than previously. There was a great registration but the site lost accuracy midway through the case. It was totally off centre, inaccurate anteriorly and posteriorly. They had to re-register midway through the case. The site tried tracing multiple times, but there was not enough space and they couldn¿t get initialisation. The system didn¿t seem to pick up the points anymore. They had to un drape and re register. There was no metal in the field and they removed all the instruments, equipment, and trolleys there was no patient impact reported and no delay to surgery.